Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the first firing on the gastro jejunostomy, the device only fired two-thirds of the way. It did not cut and the staples that came out were not formed. A new device and cartridge were opened and used to continue the procedure. There was no patient impact. On what tissue type was the device used? At what location on the tissue? Gastro jejunostomy. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? (B)(4). What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a blue reload loaded in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.